Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of erratic flow rate was not confirmed. Product passed 2 hours on the wet test station but failed functional testing with transducer p1 reading of 480mmhg in the 500mmhg pressure test. Specs are 500 +/- 10mmhg. Also transducer p2 failed raw output test with 18.5mmhg. Specs are 0.0 +/- 15mmhg. Cause of failures are defective transducers p1 and p2. Product passed functional testing with two known good transducers installed. The complaint of erratic flow rate was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process.

Event description:
It was reported that the pump was running higher than it should, the flow rate kept jumping up. No patient injury or significant time delay reported.